Event description:
It was reported that this inflatable penile prosthesis was removed as it was not working due to fluid loss. Upon explant, a fracture in the tubing from the pump to the cylinder was noted. A new inflatable penile prosthesis was implanted. No patient complications were reported.